Event description:
It was reported that the pt experienced a pocket fill. The health care provider (hcp) was "not sure any drug got into the pump" when attempting to fill 19.5 ml of drug. The hcp attempted to aspirate the pocket but was unable to "get any fluid out." Following the alleged pocket fill the hcp was unable to access the refill port. The pt was being monitored for overdose symptoms. The option of contacting a medical consultant was being considered.

Manufacturer narrative:
(B)(4).